Event description:
The customer reported intermittent communication errors and system lock-ups. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The work station monitor power supply was replaced and the high voltage cable candlesticks were cleaned and regreased. The system was then found to be operating as intended.